Event description:
During servicing of a charger/modem which was returned for an unrelated issue, a reportable problem was discovered. The charger/modem would not charge a battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As received, the charger/modem would not charge a battery pack. Upon eval, there was contamination on the battery board and on the enclosures. The cause of the inability to charge a battery pack is the contamination. The root cause of the contamination is ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem.